Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing the following symptoms: dizziness, weakness, shortness of breath and tachycardia. It was also reported that intermittent undersensing during high rate episodes was noted on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.